Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. The nurse stated that there was an alarm for air bubbles inside the circuit. The nurse tried another set of unused supplies, without patient connection and there was detection of air inside again. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the reported condition was not confirmed and the root cause could not be determined as the disposable set was not returned to baxter for evaluation, and the user did not describe any types of use errors or other issues that might have caused the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter; therefore, no evaluation could be performed. A follow-up report will be filed if additional information is received.